Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08-apr-2026, arthrex was notified via email of a case study published in 2016 by the orthopaedic journal of sports medicine, titled ¿new complication associated with all-inside meniscal repair device: ultrasound-aided diagnosis and operative localization of foreign body reaction¿. The study reviewed patients who underwent all-inside meniscal repairs, using arthrex meniscal cinch all-inside meniscal repair devices. During the twelve (12) month follow-up period, one (1) patient experienced a foreign body reaction resulting in additional surgery. Source: warth lc, bollier mj, hoffman df, cummins js, hall mm. New complication associated with all-inside meniscal repair device: ultrasound-aided diagnosis and operative localization of foreign body reaction. Article. Orthopaedic journal of sports medicine. 2016;4(9)doi:10.1177/2325967116664882.